Event description:
It was reported that the patient was having pain in the back where the catheter enters the spine. The pain began five days prior to the report. An x-ray revealed that the anchor was next to the skin and there was some fluid in the area. A surgery was planned to replace the catheter. The drug being infused was baclofen.

Event description:
Additional information was received. It was reported that the cause of the event was the dislodgement of the catheter connector from the fascia. The x-ray showed that the pump fixation point had dislodged and the catheter was prominent at the two-piece junction. Signs and symptoms included protrusion in the lower back, pain, and bogginess around the protrusion. The revision was performed for the connector. It was stated that hospitalization was required for the surgery and post-op. The patient recovered without sequela. The device system was delivering gablofen.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2011-(B)(6), explanted: unknown. (B)(4).

Manufacturer narrative:
(B)(4).